Event description:
Additional information was received that technical support reviewed the records from the event and confirmed that ¿emergency vvi¿ button was pressed during the session. This changed the outputs and parameters. This was normal device behavior when the external programmer button was pressed.

Manufacturer narrative:
The field complaint of programmer freezing was not verified as the event could not be reproduced during analysis. However, technical support reviewed the records from the event and confirmed that ¿emergency vvi¿ button was pressed during the session. This changed the outputs and parameters. This was normal device behavior when the external programmer button was pressed.

Manufacturer narrative:
Further information was requested but not received. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-04258. During an in clinic follow-up, the device was interrogated by the programmer. It was reported that the programmer was freezing, which changed device settings and the device went into backup operations. The patient experience discomfort due to the emergency pacing setting. A replacement programmer was used to reprogram the device to resolve the event. The patient was stable with no consequences.